Event description:
The surgeon reported that they have had numerous thermal injuries at two facilities. The wounds were sutured on some patients. The facilities are owned by a father/son team. The nurse at the facility stated a total of 19 thermal injuries have occurred between the two surgeons. All thermal injuries were located at the incision sites and stitches were used on some patients to close the incisions. No patient stands out from the others as being more severe and the nurse stated that the patients have all done well post-op. The surgeons both use a 2.2mm incision via a diamond blade, there were no occlusions noted during any injury, they do re-use the phaco tips and sleeves. The surgeons both use a 0.9mm mini-flared tip and the settings for both surgeons were checked and confirmed as correct within the past two weeks by the company sales representative. The nurse stated that they have recently begun to change the phaco tips/sleeves more frequently. Additional information received from the surgeon reported a leaky wound and after discussion, concluded that one of the thermal injuries was actually just a leaky wound due to stretching of the incision or the fact that the surgeon routinely increases the size of the incision (from 2.2mm to 2.3 or 2.4mm) to implant the iol. The surgeon reportedly stated that it really did not look like a burn. He said that they also determined that one of their diamond blades is actually only 2.1mm which would account for a tighter wound.

Manufacturer narrative:
The company sales representative stated that he spent last week at the facilities with both surgeons and everything was fine surgically and procedurally. However, the facility continues to re-use single-use devices. The facility nurse stated they have put several systems in place to track which instruments are used on which patients. The facility nurse declined to complete the questionnaires. The facility continued to use the system and did not request service. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and a copy of this industry article was provided to the customer.